Manufacturer narrative:
(B)(4). Evaluation results: myocardial infarction.

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6.2 cm diameter abdominal aortic aneurysm. The vessels were severely calcified and tortuous. Pt has a history of severe cardiac disease. The stent grafts were successfully implanted in the pt without issue. It was reported that approx 5 hours post implant the pt had a myocardial infarction. The pt was transferred to another facility and a CABG was performed. The physician stated that there were no issues with the stent graft system (see MFR # 2953200-2011-00748). No additional information was reported.